Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. It should be noted that, the mitraclip system instructions for use (IFU) states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. It appears that the reported difficult leaflet grasping was likely due to off label use of the device. The reported difficult or delayed positioning was due to challenging patient anatomy. The reported difficult leaflet grasping was due to challenging patient anatomy and off label use. The reported difficult gripper actuation appears to be due to user technique/procedural circumstances as the account stated that both grippers were actuating as expected during device preparation; however, during the procedure the clip delivery system was stuck in the chordae multiple times requiring troubleshooting. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. An attempt was then made to treat tricuspid regurgitation (tr) with a grade of 4. Imaging was challenging and the clip delivery system (cds) became stuck in the chordae multiple times. Grasping was difficult and it was noted the grippers were not lowering. Troubleshooting was performed and a final grasp was made with success. The clip was able to be deployed, reducing tr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.